Event description:
It was reported that 7 batteries tested and failed testing.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. Additional serial #: (B)(4) (device 2), (B)(4) (device 3), (B)(4) (device 4), (B)(4) (device 5), (B)(4) (device 6), (B)(4) (device 7).